Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and saw unit was fine. The bias flow was on 12 and did not pressurize pass 27cmh20. The unit passed all tests and the fsr took pictures. The vent is in good condition to be put in use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator is not pressurizing. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and saw unit was fine. The bias flow was on 12 and did not pressurize pass 27cmh20. The unit passed all tests and the fsr took pictures. The vent is in good condition to be put in use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator is not pressurizing. Furthermore, there was no patient associated with the reported event.